Manufacturer narrative:
(B)(6).

Event description:
The customer reported error code (10:11) ECG pads calibration fail ECG pads gain failure, there was no reported patient involvement.

Manufacturer narrative:
One therapy pca was returned for failure analysis. The reported problem was verified. (B)(4) was found open circuited on this therapy board.